Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not hear sound after changing sound. The customer's blood glucose value was 312 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Unit alarmed pump error 63 alarm during self test and confirmed in the pump history due to broken pin 6 trace on keypad assembly.